Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call to report he is having issues with his sensor. States he was having sg vs bg issues, states the pump alerted threshold suspend. Sg value that triggered the suspend even was 49 and blood glucose reading was 105 mm/dl. Sensor is not expected to return.